Event description:
It was reported that on may 30, during a patient mammography exam using the right switch bank, the radiologist let go of the button and the system continued moving. A field engineer examined the system and suspected that the ribbon cable connecting the right c-arm switch bank was faulty. Field engineer replaced the ribbon cable, c-arm transition board, c-arm board, and both gantry switches, and tested functionality. The system is functioning properly and meets all manufacturer specifications. No injury was reported.